Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned for analysis. Insufficient data logs were provided. The data logs returned did not cover the entire duration of the case. The logs returned were while console was on ic2825. The logs show no identifiable patterns with 5s parameters as logs only covered about a minute of support. No issue against the pump was reported. The root cause of the optical signal issue was unable to be determined as no product was returned for analysis, insufficient data logs were returned for analysis, and insufficient clinical information was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during the percutaneous coronary intervention (pci) procedure using the impella cp, the motor current waveform, as well as the aortic and left ventricular placement signals, were initially visible but suddenly disappeared. The automated impella controller was subsequently exchanged, and the pci procedure was completed. The pump was later weaned and explanted, and no patient harm has been reported.